Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from the date of manufacture 10/30/2014 to the present date 11/13/2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200195080 for failed barrel size calibration which does not correlate to the customer reported issue.

Event description:
It was reported that an unknown issue with the device occurred. It was "not pumping, not reading, not working". There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that an unknown issue with the device occurred. It was "not pumping, not reading, not working". There was no patient involvement.